Event description:
Information received from the field notes that ventricular thresholds had risen to 4.0 v, 0.7 ms. The patient was an avid swimmer and may have caused the lead to dislodge. The patient was not pacemaker dependent and had an underlying rhythm of 50-60 bpm in chronic atrial fibrillation. The physician elected to leave autocapture off and program the device to 7.5 v, at 50 ppm in vvi mode. The lead will be monitored.